Event description:
It was reported that a patient underwent a surgery for lateral malleolus fracture on (B)(6) 2023 and barbed suture was used for wound closure. After the surgery, in the ward/ICU, although it was unknown if the suture was broken or not, a small dehiscence occurred in the center of the wound. There were no more complaints after that from both the surgeon and the patient. The product was used on the dermis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure.unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Other (surgery for ankle fracture; not thoracic or abdominal surgery) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality, the patient was teenager. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? No, because it was bidirectional suture. Was at least one reverse stitch performed prior to closure? Maybe yes(the reps explained the surgeon to do reverse stitch, but not confirmed he actually do it.) What tissue dehisced? Dermis. Is it known how the wound dehisced? The center part of the wound partially dehisced. Did the sutures barbs not engage in the tissue? Not reported so. Did the suture pull out of the tissue? Part of suture was protruded outside epidermis. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unknown. Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Unknown. Onset date/time of dehiscence? (# post op days) about 1 week post op. How was the dehiscence managed? The part of suture protrude outside epidermis was dissected, and remove the suture. Please describe any surgical intervention required for the wound dehiscence including date and findings. The center part of the wound partially dehisced. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Please describe the appearance of the suture during the second procedure. Part of suture was protruded outside epidermis. What symptoms did the patient experience following the index surgical procedure? Onset date? Dehiscence in the center of the wound. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Now followed up, but not reported about healing failure. Lot number? Unknown. Surgeon¿s name? Unknown.